Event description:
It was reported the device displayed the end of life (eol) notification. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Issue resolved.